Event description:
Device malfunction: balloon rupture and detachment. Symptoms/ae: nonresorbable materials unretrieved in body. Time of symptoms/ae: during the procedure. It was reported that during an arteriovenous fistula procedure in the arm, the agiltrac was advanced to the target site in a vein. The operator over-inflated the balloon to 12 atmospheres because of resistant plaque. The balloon ruptured and the distal tip of the balloon (approx. 0.5-1cm x 8-10 cm) detached. The operator tried to remove the balloon tip from the vein, but was not successful. Angioplasty to embed the detached piece, using another agiltrac, was attempted unsuccessfully. The detached balloon tip then migrated. Although the physician is not 100% certain, it's believed the balloon tip migrated into the pulmonary venous system, where what was thought to represent the balloon tip was seen on a CT scan. The pt was asymptomatic and was discharged home. No add'l info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the agiltrac catheter was returned with contrast visible in the ruptured balloon. There was no blood visible. Two unknown competitor accessory tools (rotating hemostatic valve (rhv) and introducer sheath) were returned. There was blood present in the rhv. The balloon had separated into two pieces. There was a radial rupture on the piece of the balloon that was still attached to the shaft 35.0 mm distal to the proximal seal. Approximately 5.0mm of the separated balloon was not returned. The distal inner member and tip were detached from the shaft and not returned. A 10.5 cm piece of tubing was returned that appeared to be the inner member. The inner member tubing did appear to have been stretched. Both ends of the returned inner member tubing had jagged tear marks. There was one marker band on the inner member tubing. The marker band was smashed and torn. There were three kinks on the inner member tubing. There was no other damage noted. A .035" guide wire was inserted into the lumen of the returned inner member and verified the inner diameter could accommodate .035". Product performance engineering reviewed the incident info and the analysis of the returned devices. It was confirmed that there was a radial rupture and that approximately 5mm of the tip of the balloon was missing. A lot history review (lhr) was performed on the associated part and lot# combination and no non-conformance reports (nmr) were noted. All samples of the lot tested for balloon rupture passed the finished goods inspection/test with results exceeding the minimum requirements. There is no indication that the device failed to meet its specifications. Product performance engineering concluded that the root cause in this case is most probably user related due to inflating the balloon to 12 atmospheres thereby exceeding the rated burst pressure (rbp) of the device. The product labeling states that the rbp for this 12 mm x 40 mm balloon is 8 atmospheres. The instruction for use (IFU) clearly states: "balloon pressure should not exceed the rate burst pressure (rbp). Refer to the product label for the device specific info". All balloons are tested, on a 100% basis, for balloon inflation and deflation during manufacturing. Also, samples of the lot are tested for balloon rupture at the finished goods inspection/test. All samples tested for this lot, passed the minimum requirement with results far exceeding the requirements. The MDR is considered closed by the quality assurance department.